Event description:
It was reported that the last recharge was ¿about¿ three weeks prior to report. The patient was not sure if the stimulation was on or not and they ¿sometimes felt it sometimes they did not.¿ the patient also noted that since implant they still had chronic pain and took medication. The caller stated that they had constant pain and so was not sure if they felt normal pain or if it was pain from stimulation being off. The caller stated that they usually saw the manufacturer representative in the healthcare professional¿s (hcp) office. The patient stated that they had attempted to contact the manufacturer representative but had not heard a response. The patient also noted that they had lost the recharger and patient programmer during a trip. The patient also mentioned that they had a previous implantable neurostimulator (ins) replaced due to normal service life. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3986a, lot# n102726, implanted: (B)(6) 2007, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3986a, lot# n092341,implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).